Event description:
Erosion of suburethral sling - gynecare tvt-o. Pt had erosion, treated conservatively with estrogen creme. Failed conservative therapy, underwent surgical revision and closure in 2008. Recurrent erosion several weeks later, suburethral sling removed in 2009. Dates of use: 2008 - 2009. Diagnosis or reason for use: stress incontinence. Event abated after use stopped: yes.